Event description:
Per the independent repair center, the customer alleged problem is not listed. The key failure is the pilot valve is leaking. As stated on the repair statement additional malfunction on this device: no alarm at start up.